Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image and costing at the insertion tube peeled off due to stress of repeated use, external factors, or handling of the device. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the image does not appear and the image (ig) tube was deteriorated. Additional findings included: no electrical continuity due to corrosion on distal end, the adhesive on bending section cover (a-rubber) had a chip, the protector of universal cord on suction connector (s-connector) side had a cut, universal cord has a scratch, s-connector had corrosion due to water leakage due to wear of angle wire, the bending angle in up direction does not meet the standard value. Also, due to a dent on channel tube (ch-tube) the forceps cannot be inserted smoothly, due to a dent on ch-tube the channel cleaning brush cannot be inserted smoothly, and the connecting tube had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope experienced air/water (a/w) leakages. Inspection and testing of the returned device found a no image issue (due to corrosion of the suction connector) and the image guide (ig) tube coating was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.